Event description:
It was reported that (1) er320 device was used during a laparoscopic cholecystectomy procedure. It was reported by the rep that the er320 jammed. Facility used another device to complete the case. There was no consequence to the pt.